Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the reason for the ipg replacement was discomfort at the ipg site. The patient has effective therapy.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021 for an unspecified reason.